Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. There was no product sample was returned; therefore, no further investigation can be conducted. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation.operator of device- patient/consumer.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cannula and tubing had detached from customers' abdomen. The clear adhesive film was still attached but the white adhesive cannula pad had separated from the plastic cannula base. No patient injury was reported